Event description:
It was reported that the 7800 sys would not boot or power up. No pt injury was reported.

Manufacturer narrative:
The svc call was cancelled by the customer. A follow up report will be filed when add'l details become available.